Event description:
Related manufacturer reference number: 2017865-2023-94634. Related manufacturer reference number: 2017865-2023-94636. Related manufacturer reference number: 2017865-2023-94638. It was reported during a system implant procedure, the patient experienced a cardiac perforation resulting in pericardial effusion. The entire system was removed to resolve the issue. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. X-ray examination found the coils were damaged consistent with procedural damage. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within product specification.